Manufacturer narrative:
The steris territory manager conducted in-service training on the proper use and operation of the scope buddy tubing. There have been no other complaints associated with this lot. No additional issues have been reported.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the device, a root cause could not be determined. The DHR for the lot subject of the event was reviewed and no abnormalities were noted. The scope buddy plus tubing instructions for use state, "warnings & precautions inspect tubing for leaks and damage to the plastic fittings. Do 1651395-2024 not use tubing if any damage is noted." Users are instructed to wear proper ppe during use of the scope buddy in the user manual. The scope buddy endoscope flushing aid user manual states, "operator safety 2. Avoid biological contamination and chemical burns. Always wear appropriate personal protective equipment (ppe) including clothing, gloves, and safety glasses when handling used endoscopes." A steris account manager will offer in-service training on the proper use and operation of the scope buddy tubing. No additional issues have been reported.

Event description:
The user facility reported that their scope buddy plus tubing detached from the endoscope spraying water onto user facility personnel. No report of injury.